Manufacturer narrative:
Initial reporter phone#: unknown. FDA notified?: the initial reporter also notified the FDA via medwatch # mw5112800. Investigation summary a device history record review was completed by our quality engineer team for provided material number 305197 and lot number 1335575. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that the bd precisionglide¿ needle separated from the hub during the sterile compounding process, resulting in medication leakage. The following information was provided by the initial reporter: "while using a bd precisionglide 16g needle in sterile compounding the metal needle component separated from the plastic needle hub resulting in a medication spill. The compound that was being prepared (an IV infusion of an investigational drug) had to be wasted. This followed at least one previous incident involving the same product wherein this defect was observed during sterile compounding. No injury occurred and the medication that was spilled was not hazardous. We have however, discontinued the use of this lot number (1335575) of the bd precisionglide 16g needle due to the possibility of injury and the risk the defect poses to maintaining aseptic technique."